Manufacturer narrative:
Evaluation of the customer issue included a review of: the complaint text, trend reports, complaint searches, service history, and product labeling. The customer reported that architect c802670 generated erratic, inconsistent creatinine results for a single patient sample. The retest results were considered falsely elevated. Abbott customer support instructed the customer to flush the water line, change the water bath, calibrate the sample pipettor, and run a precision study which generated acceptable results. During a site follow-up visit ((B)(6) 2016), it was confirmed that no additional erratic results had been observed. A visual inspection of the analyzer while it was running found no concerns or issues. The (B)(4) service history found no reoccurrence of erratic or inconsistent results. A review of the c8000 tracking and trending information did not identify any related issues or trends. A review of manufacturing records did not identify any issues for the (B)(4). A review of labeling shows adequate information is provided regarding: maintenance, component replacement, specimen handling, limitations of result interpretation, and troubleshooting the reported issue. A malfunction of the architect (B)(4) was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. A systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated falsely elevated creatinine results on one patient. The results provided were: (B)(6) on (B)(6) 2016 at 6:51 am - creat = 1.7; sample rerun at 12:40 pm - creat = 3.6mg/dl / patient redrawn and retested - creat = 1.8 (creat normal rage 0.6-1.5). There was no reported impact to patient management. There was no additional patient information provided.